Manufacturer narrative:
H10h2,h6: the affected journey ii bcs articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the device showed a damaged post. Additionally, the insert showed damage on and near the insertion/extraction slot of the insert. No material or manufacturing defects were observed in any of the components in the course of this investigation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. No further investigation warranted for this complaint. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to poly insert jumped because she sitting with her legs crossed. Poly was found slightly broken and worn.